Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother reported that the patient had bleeding at the site the day the sensor was inserted, and the sensor was stuck in the skin and would not release. The patient went to the hospital due to a blood blister/pocket and the doctor lanced the blood blister. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated the sensor was stuck in the patient¿s skin and would not release from the patient¿s body. She stated they went to the hospital because the patient had formed a blood blister/pocket and had a doctor lance it. No additional patient or event information is available.